Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted; therefore, not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were problems with a preloaded eyhance toric intraocular lens (iol). The lens was able to be prepared by the operating room nurse and turned slightly forward. In this position, the shooter was handed over to the surgeon. The lens could not then be turned any further forward. The plunger did not grip the lens properly and when it was pushed out and turned, two (2) scratches on the lens occurred, so that it could not be inserted and implanted in a normal cartridge afterwards.for this reason the backup lens was implanted. Material has been discarded. It was indicated that the cartridge tip was in contact with the eye. Through follow up it was confirmed that the scratches were seen before contact with the patient's eye and that the customer suspects that the scratches were caused by the plunger. No interventions were reported. No further information was provided.